Event description:
It was reported that the patient was unable to squeeze the pump in order to fill the cylinders. The physician brought the patient in for consultation and to activate the implant, but had difficulty inflating the cylinders. The pump bulb was hard to squeeze and not operating as expected. The issue was unable to be resolved so the patient will have a revision surgery.